Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: regarding the first device: when was the safety removed? Yes. Did the device cut the tissue? Unknown on first firing. Did any staples deploy? None on first device. What was done to prepare the bowel for the next stapling attempt? Unknown. Was the sales representative in the room? No. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the surgeon wait 15 seconds and then retighten prior to firing? Unknown. Regarding the second device: did the device cut the tissue? 1/4 of circumference. Did any staples deploy? 1/4. What was done to prepare the bowel for the next stapling attempt? No third attempt was made was the sales representative in the room? No. Where in the green gap setting scale was the indicator located prior to firing? Unknown. Did the surgeon wait 15 seconds and then retighten prior to firing? Unknown. How many counterclockwise revolutions of the device (2nd device) did the surgeon use when opening? Unknown. How was it confirmed that the anvil was properly attached to the device? Was the orange tying area of the trocar completely visible prior to connecting to the anvil? Heard click, felt. How was the anvil retrieved from the proximal stump? Unknown. Is the colostomy temporary or permanent? Hopefully temporary. Being referred to cr surgeon for reversal eval. What is the current patient status? Discharged home. What healthcare professional fired the device? What is this hcp experience with ethicon staplers? No information provided.

Event description:
It was reported that during a low anterior resection procedure the first device did not cut through the washer at all and no staples fired. The second device produced approximately one quarter of the total staple and cut line, though the washer was fully cut, and the surgeon had to retrieve the anvil from the proximal stump. The surgeon stated that he heard a crunch for both devices. Procedure was completed by changing to a diverted colostomy instead of opening a third device. The procedure was delayed by two hours though there was no additional blood loss.

Manufacturer narrative:
(B)(4). Batch # n57g9y. The analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition with tissue present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was place and removed without any issues. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information obtained from the surgeon: the device was fired by the surgeon who has years of experience with the device. Per the surgeon, the procedure was a colostomy reversal. The original surgery was a diverting colostomy for rectal tear. It was a very low rectal anastomosis with takedown. This was an open procedure. He used a purse string with monocryl suture 3-0. He used the technique of ¿outside the lumen, inside the lumen¿ and brings it together. He doesn¿t secure the purse string circle with another suture around the anvil. The first device: the trocar emerged with no issue, the surgeon attached anvil to trocar with no issues. He used his hands to connect the anvil to the trocar. He was able to dial down to green zone, fired and heard a click. He didn¿t feel there was an issue. After he fired and released, it seemed none of the staples had fired and the device did not cut. He was able to remove the device without issues, but needed to cut out the anvil of the device in order to remove. The second device: the surgeon placed another device, a 25 size, and only had a partial fire. On the posterior aspect, 25 percent had stapled fine, the staples were very robust. The other 75 percent staples hadn¿t fired. There were no staples seen in the surgical field besides the 25% staple line that had stapled properly. He did not see two complete donuts as the device was stuck in the sigmoid colon. When removing the device, the anvil was partially engaged. In order to remove the anvil he had to push it back and forth through partially purse string. He had to break through the purse string to remove due to partial fire. To remove the device, he opens the device all the way contrary to the product¿s IFU. After the call the surgeon was provided a hands on in-service firing demo devices two times. He has also committed to making sure the local sales representative is present during his next few cases where a circular stapler will be used. Photographic analysis: photo provided shows two anvils. The anvil on the top portion is seen with body fluids and with the washer cut as the anvil half is present. The anvil on the bottom portion is seen also with body fluids and what appears to be a piece of tissue, the washer is present and uncut. No marks or indentations are visible on the washer.